Event description:
Patient called back regarding previously noted issues. Patient said they had not been contacted by anyone yet. Patient said they are getting up every hour during the night and have no control. Patient again stated they are worried something is wrong with ins. Patient said they got a letter from mdt (reference number in secure notes field) and that they would answer unknownto all the questions because no one has helped them. Patient again mentioned their hcp had retired. Emailed patient list of physicians and emailed field staff again. Offered to assist patient in making therapy adjustment, patient declined. Patient called back and states they lost the physician listings that were sent and would like for them to be resubmitted to their email. Patient repeated that they are having trouble with the device. Agent forwarded original email with physician listings to patient's email address.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said the ins is not working. Patient said they have no bladder control whatsoever and when they have to go, they go. The patient has gone through 3 pads or more at night because they have no control and the other day they went through 3 pads during a ball game. Yesterday the patient wet their clothes because they were not able to go to the bathroom and they said it's like they don't even have the ins. When asked for event date, patient said it was working really well for a while but then it quit working (no specific date given). Patient said they've changed programs once and have increased stimulation on the current program with no relief. Patient said they increased stim "maybe 1" (0.1) with no change and when asked if patient increases until they feel stim, patient said they feel stim all the time on this particular program. Reviewed general therapy guides, expectations and optimization options. Reviewed increasing stimulation and comfortable vs uncomfortable stim. Patient said they are worried that something is wrong with the ins because this happened so suddenly. They said they tried to call the rep but they couldn't find t heir contact information. Patient said they will try making adjustments to their therapy and monitor symptoms. Agent emailed field staff to notify situation and see if they can help patient with appt to check circuitry.